Event description:
It was reported that the symptomatic patient experienced syncope and bradycardia due to insulation breaks and oversensing on the right ventricular lead. The lead was explanted and replaced with a competitor lead. The patient was stable post procedure.

Manufacturer narrative:
The lead was returned in three segments. Visual inspection found full breach insulation degradation adjacent to the connector boot. External insulation abrasion was noted at 14.6-14.9cm from the distal end consistent with lead friction to the pacemaker can.